Manufacturer narrative:
H.3. H.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the poor visual acuity with permanent decrease in best corrected visual acuity loss of two lines or greater in the right eye of a patient, after surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows twenty-three successfully performed treatments. The treatment could be identified in the logfile. The user performed energy checks before each patient. The eye tracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).